Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1395 bd syringe 1 ml ll bns scale marking is missing.the following information was provided by the initial reporter:syringes missing markings

Manufacturer narrative:
H6: investigation summary: one photo and one thousand three hundred and sixty-two loose samples were provided to our quality team for investigation. Through visual inspection, excessive silicone lubricant and scale markings missing defects were observed on almost all samples. Three syringes no silicone were also observed. Based on quality team investigations, it was determined that the potential root cause for the missing print defect is associated with the marking process and excessive silicone defect is associated with the improper position of silicon gun and misuse of silicon gun purge function. Actions have been taken towards the excessive silicone defect and a local exception reports were opened to track corrective actions. Furthermore, a device history record review was completed for provided lot number 1127509. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 1395 bd syringe 1 ml ll bns scale marking is missing. The following information was provided by the initial reporter: syringes missing markings.